Event description:
Per independent repair center statement the unit has low o2 and the alarm will not function. The key failure is the sieve beds are saturated and have an odor. Additional malfunctions include the pilot valve is alarming and shutting down, and the power switch has no alarms.